Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed with the same device with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported event of overheating was confirmed. It was found that the motor pins were damaged and the rotor coupler and spindle housing were worn, which were the probably causes of the reported overheating.